Manufacturer narrative:
Device evaluation summary: the returned device was visually inspected, and the 4th-6th electrodes were found crushed and with sharp edges. The device was then evaluated for electrical resistance and current leakage, and the 6th and 7th electrodes failed. Further examination revealed that the lead wires for the 6th and 7th electrodes were broken, causing the bad signals. The catheter outer diameter was measured, and was found within specifications. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the wire breakage cannot be determined. The root cause of the damage cannot be determined either, but it could be related to the handling of the product. However, this cannot be conclusively determined. Based on the available analysis finding results, this failure mode does not appear to be a result of any internal bwi processes. (B)(4).

Event description:
It was reported that a patient underwent a procedure for left atrial flutter with a pentaray nav eco catheter where signal interference occurred. During the procedure, poles 5-8 began to display only noise on both the carto 3 and recording systems. A cable change failed to resolve the issue, so the catheter itself was exchanged. The procedure then continued. No patient consequences were reported. During analysis on (B)(6) 2018, the bwi failure analysis lab found that one of the electrodes was crushed with a sharp edge. There was no difficulty noted during the insertion or withdrawal of the catheter, but the damage was noticed upon withdrawal. The sheath in use may have been an 8 or 9fr short sheath (brand unspecified). Sharp edges on the catheter electrodes present a potential risk to the patient, making this event MDR reportable.